Event description:
Consumer reported pen needle breakoff in their abdomen. Upon removal of the pen from the injection site, consumer noticed the needle was not there. Unable to remove it, consumer went to a walk in clinic where attempted removal was unsuccessful. Their physician recommended consumer leaves it alone and treated it with a topical cream.